Event description:
Patient is deceased on (B)(6) 2023 with the cause of death provided as septic shock from an unspecified micro-organism. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146397.